Event description:
On (B)(6) 2009, the patient reported that her insulin infusion set tubing looks black for about 2-3 inches where it connects to her infusion device. She stated, she tried to prime the tubing and the black is not moving. She said she is sure it is on the inside because she can see the insulin and bubble move in the tubing. She stated, the tubing has been in use since yesterday. The patient switched to a new tubing and stated, it looks fine. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.